Manufacturer narrative:
Evaluation results: (other) - a visual inspection of the returned product shows the lens is torn. There is clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a cq2015 three piece collamer lens in the injector and noticed the lens was torn so he opted not to use this lens. No patient contact or injury.